Event description:
It was reported that during an intracept procedure, there was a slip of the introducer cannula prior to traversing the pedicle. The physician noticed that the introducer cannula jumped anteriorly quicker than usual and on the superior border of the pedicle. Bleeding was controlled throughout the procedure and dermabond was applied for closure. However, during the second procedure, the patient continued to experience bleeding and was transported to the emergency room (ER). The physician stated that the cause of the bleeding was due to a vessel near or inside the pedicle being severed during the procedure.

Event description:
It was reported that during an intracept procedure, there was a slip of the introducer cannula prior to traversing the pedicle. The physician noticed that the introducer cannula jumped anteriorly quicker than usual and on the superior border of the pedicle. Bleeding was controlled throughout the procedure and dermabond was applied for closure. However, during the second procedure, the patient continued to experience bleeding and was transported to the emergency room (ER). The physician stated that the cause of the bleeding was due to a vessel near or inside the pedicle being severed during the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) product label. It states that breakage, slippage, misuse or mishandling of instruments or probe, such as on sharp edges, may cause burns or injury to the patient and unintended puncture wounds including vascular puncture and dural tear are adverse events potentially associated with the use of the intracept intraosseous nerve ablation system. A risk review was completed and confirmed that the event of hemorrhage major was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes that the lower gastric bleed is a known inherent risk with use of the device, as documented in the instructions for use (IFU).